Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with an infection. Upon investigation, it was determined that the source of the infection was due to the patient applying various creams and ointments around and inside the incision site after consulting a non-cardiologist physician. The physician does not allege that the infection was due to the device or the initial implant procedure. The patients implantable cardioverter defibrillator was explanted and their condition was noted to be stable before, during, and after the procedure.